Event description:
During a ptca procedure involving the internal carotid artery, the accunet device was placed successfully and the acculink stent was deployed. The viatrac dilatation catheter was used for post-dilatation. Immediately after that, the pt experienced a stroke. The accunet was recovered without incident. The pt was returned to a recovery unit; however, the pt status was unknown at the time of this report. No device issues were reported. No additional info was available.